Event description:
The device was removed, as it was no longer functioning. The patient recovered without sequelae.

Manufacturer narrative:
Final device analysis revealed no anomalies on the ipg. It was functionally ok. There was a non-standard non-conformance on the lead. The #3 conductor was broken due to overstress/damage. Two of the four filars were broken; the circuit still had continuity. The outer insulation of pins was broken at the boot.